Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient had some difficulties over the night and that they had shooting pain down the right arm from their clavicle, inner arm and down to their thumb and pointer finger. As a result, they went to the ER and it was not cardiac arrest but the symptoms were still continuing. Patient also reported that their feet were freezing and they put on electric blanket on. The patient further reported that they never noticed any stimulation except in the last 4 or 5 days but felt a tingling down the left leg and pulses like a ringing phone. No falls or trauma were reported that could be related to this but patient stated they were traveling by fire truck and hit potholes and was a bumpy ride. During troubleshooting, it was noticed that the stimulation was on amplitude 0.3 and it was reviewed with the patient how to turn the stimulation off. Patient mentioned they were happy with the therapeutic effect. Patient was redirected to follow up with their healthcare professional to evaluate reported symptoms. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient stated that they were seeing a physical therapist and that they would disconnect device while on vacation. No further complications were noted or anticipated